Event description:
Pt was feeling ill, experiencing nausea and vomiting. She kept administering boluses with her insulin infusion pump. Just before she went to the ER, she checked her cartridge and it was empty. She stated the pump did not give low or empty cartridge alarms. Once admitted, the dr discontinued pump therapy. The pump gave an 07, electronics alarm after it was disconnected. Hospitalized for diabetic ketoacidosis morning 7/5 - nauseous and vomiting. Blood glucose: 502. Went to ER. She kept giving boluses. Low cartridge alarm never happened. Right before she went to ER, checked cartridge- it was empty pump gave 07 alarm. Admitted to hosptial dr took her off of the pump. She is being released on injections, IV insulin drip. She is sending the pump in.